Event description:
Information received from a healthcare professional from a clinical study reported via a representative that the patient was undergoing the implantable neurostimulator (ins) implant procedure when the patient's breast implant was inadvertently punctured. It was noted the patient had indicated she had no other implants prior to the ins procedure. Once the breast implant was punctured, the ins procedure was halted and a plastic surgeon closed the leak. The ins procedure was rescheduled two days later, at which time the breast implant was replaced and the ins was implanted without further incident. The event was considered fully resolved. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.